Event description:
Consumer alleges that power chair was plugged into charger. The consumer was allegedly awaked by a burning smell. He found the charger was allegedly sparking and flames were coming from the rear of the charger. No alleged injury.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp, serial number/date code is unknown. The user manual part number 1143190 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) female, (B)(6) and weighs (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.